Event description:
The hcp reported the patient has had increased pain despite increases in the daily dose. The patient had reached efficacy for approximately one week following pump implant. The patient is reported to have also fallen recently. X-rays were done and demonstrated the catheter was connected properly to the pump. The hcp also reported having difficulty interrogating the pump. A follow up report will be sent when additional information is received.